Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon gave a call directly to complaint handling unit: implantation of hip-tep right side on (B)(6) 2021. Revision of acetabular components on (B)(6) 2023 as inlay disassociated from cup. Cup was revised as well as it was damaged from contact to hip-head. Doi: (B)(6) 2021, dor: (B)(6) 2023, right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device confirmed the reported allegation. A worn condition was observed on the edge of the acetabular cup, most likely caused by being in unintended direct contact with the head. Based on the observations and the visual examination of the involved poly liner, a disassociation event between the poly liner and the acetabular cup was able to be confirmed. It is reasonable to conclude that the direct articulation between the femoral head and acetabular cup could have resulted in an audible noise. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 05/july/2021 3) any anomalies or deviations identified in DHR: there were no non-conformances associated with this lot. 4) expiry date: 30/june/2031. 5) IFU reference: : 090200701. Device history review : a manufacturing record evaluation was performed for the finished device [121701048 / 9819129] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d10 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.